Event description:
Patient serum samples are generating lower than expected sodium results with the architect c8000 analyzer. One patient generated an initial sodium result of 119 meq/l that repeated at 135 meq/l. Controls have been reading within specifications. No suspect results have been reported from the lab. The customer requested a service call. There is no impact to patient management reported.